Event description:
We were placing a PICC on the pt and the introducer was difficult to advance through the skin. A knick was performed and still the introducer would not advance. Upon further inspection of the introducer a defect was discovered. The end of the grey piece has a notch in it making it not smooth or flush with the internal white piece, thus making it not slide into the skin as normal. A new introducer was dropped onto the sterile field and used to complete the procedure.